Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. The offset coil winds on the embolization coil likely contributed to the additional resistance experienced while attempting to advance the pod pc through its introducer sheath at the back table. During functional testing, the pod pc was unable to advance or retract from its returned position due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, one pod coil and three pod pcs were implanted into the target location. It was reported that the lantern was flushed each time a coil was implanted. While advancing the next pod pc through the middle of the lantern, resistance was encountered. Therefore, the pod pc was removed. It was also reported that the physician encountered resistance while attempting to advance the same pod pc through its introducer sheath on the back table. Therefore, the pod pc was no longer used in the procedure. The procedure was completed using two pod pcs and the same lantern. There was no report of an adverse effect to the patient.